Event description:
In 2008 - bed brakes not engaging. At about 2 months later - tsr reported that this bed was found out of service in a bed repair area, and there were no reported injuries. In the next day - sum - break would not set, cause loose brake pedal. Secure and tighten, bed repaired.